Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was an embedded particle of size 0.3sqmm on the patient line¿s vent pull ring cap. The reported condition was verified. The cause of the reported condition was determined to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black particulate matter (pm) was found inside the pull ring cap of the patient line connector of a homechoice cassette. This was observed during set up for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.